Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt went to charge the implant last night and was not able to recharge. At dinner time last night the implant was at 60%, then at 8:30pm it was down to 40%. Pt knew it needed to be charged. Pt tried charging and was holding the recharger over the implant by hand for an hour and the implant did not charge. Pt had good connection and the screen said 'charging'. Pt got up to 75% after an hour. When patient woke up, the stim was off and ins was dead. Pt also received the service code 336. Asked if hcp gave pt ok to start charging. Pt said they saw hcp and they gave pt all the equipment and said to charge it over the bandage. The rep was using the rep's equipment in office and was able to get excellent connecting with their device. Pt said it was hard to get a connection over the bandage and the belt size did not fit around the pt. Pt requested a larger size. Pt said they did not spend much time educating pt. They were using different ter minology when talking to the pt vs the terminology in the pamphlet. Had pt use the recharger on the call. Pt connected, therapy was off, ins was at 0%. Pt said it was hard to find excellent connection, it will flash excellent but won't stay there. Pt was on excellent during the call. Reviewed bandages could prevent getting excellent connection. Pt will wait for the new belt and will try charging again. An email was sent to repair to order belt size xl. No new information. Rep stated that "I believe this all occurred before I met with the pt because when I met with her, she had already received a new recharger and a xl belt. I have attached the log from our meeting on (B)(6) 2025" standard session report shared by manufacturer's representative indicated that the device had been reset/por.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.